Manufacturer narrative:
(B)(4). Batch #: t5c63. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Additional information received: what is the current patient status? No impact. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No. How was the device removed from the patient (i.e. Grey anvil release button, red manual knife reverse switch, device jaws forced open, device cut from tissue, etc.)? Removed with trocar on shaft of device. Did the jaws of the device eventually open? Not informed.

Event description:
It was reported that during a lap gastric sleeve procedure, stopped working in patient. Would not open jaws and wouldn't straighten up, issue getting out patient. Patient consequences were not reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c63k. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The articulation mechanism was totally functional during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.